Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for examination and thus a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. The stent detached from the sds and was returned. The stent was severely damaged and bunched - guidewire coating appears present within stent struts. As the stent was dislodged the crimped stent profile could not be measured however, 100% in process inspection is carried out and any defective unit identified is scrapped accordingly from the catheter batch. Therefore this device would have been scrapped if the maximum crimped stent profile measurement was outside specification or if any damage to the stent was noted during manufacture. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 3.50 x 24 synergy¿ drug-eluting stent was advanced to treat lesion. However, the stent dislodged inside the non-bsc guide extension catheter. The physician retracted both the non-bsc guide extension catheter and the stent together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 3.50 x 24 synergy¿ drug-eluting stent was advanced to treat lesion. However, the stent dislodged inside the non-bsc guide extension catheter. The physician retracted both the non-bsc guide extension catheter and the stent together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.